Event description:
During mitral valvuloplasty procedure, balloon detached from catheter shaft (during pull-back across atrial system). Balloon was retrieved from septum and removed from pt with no adverse pt outcome.